Manufacturer narrative:
Examination of the submitted osteotome confirmed the (B)(4) end cap component has fractured at the center of the pin that secures the cap to the shaft. Previous investigations have been conducted for end cap components being disassociated from the handle. The previous investigations found no evidence indicating material or manufacturing were contributing factors and determined the failure could be recreated by hammering the end cap. The root cause is being attributed to suspected misuse. The sigma unicondylar surgical technique (.25m0908 / 0612-05-507) states "use the tibial osteotome to gently remove the bone from the keel slot. Do not impact forcefully as this can cause a break of the posterior tibia". No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The osteotome broke in half. Upon product return, it was noted that the metal part of the osteotome separated from the handle.